Event description:
The reporter did back to back blood glucose tests and got results of 277, 399, and 192 mg/dl. Tests were done within 10 minutes, using separate fingersticks. There were no symptoms. A control solution test was within range 128 (93-140). He was using test strips that had expired 2/1999. The reporter has not responded to correspondence and phone calls made from lifescan rep.